Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. Troubleshooting steps where taken, however, the physician was unable to get the cuff to fully close on the urethra. During the revision procedure the physician observed a fluid leak in the cuff. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon.